Event description:
It was reported patient underwent an anterior cruciate ligament reconstruction procedure on (B)(6) 2013. During the procedure, the tip of the washerloc countersink fractured off and fell into the patient. The surgeon retrieved the tip and used a burr to complete the procedure.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Evaluation of returned device found due to the long term of service of this instrument it is not possible to determine what conditions or how many uses it has encountered. It is suspected that the age of the product along with an increased deflection of the instrument contributed to this failure.